Manufacturer narrative:
Product analysis #806897439: equipment used: video inspection system (m-78210), ruler 200cm (m-83361) as found condition: the pipeline flex braid and echelon-10 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex and echelon-10 outer cartons and inner pouches; and within a dispenser coil. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex braid appeared to be not fully opened and damaged. The other end of the pipeline flex braid was found fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be kinked at 12.0cm and 45.0cm from proximal end. The echelon-10 catheter tip and marker were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of echelon-10 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. No leak was found with returned echelon-10 catheter during testing. Conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at distal as the device was resheated. In addition, the proximal and distal ends could not be identified. However, the root cause for damage could not be confirmed. In addition, based on the analysis finding, the ecchelon-10 catheter was no confirmed to have leak as no leak was found during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID ped-450-20 (b575943). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open and the catheter leaked distally. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the right cavernous sinus with a max diameter of 5.52mm and a 3.4mm neck diameter. The landing zone was 3.71mm distally and 4.22mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 20mm. The angiographic result post procedure showed the stent adhered well to the wall. It was reported that the aneurysm embolization stent was in place and when released, the tip could not be opened, even after repeated attempts, it still couldn't be opened.  Then it was replaced with a new one. The pipeline was positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. It was also reported that during stent-assisted spring coil embolization, when the guidewire was delivering the microcatheter, it was discovered that the mark point at the tip end of the catheter was ruptured, so it was replaced a new one. The catheter was inspected or tested prior to use and the leak was observed during use. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.